Manufacturer narrative:
H6: ventec will perform an evaluation of the device. A follow-up report will be submitted when the investigation is complete as defined by 21 cfr 803.56.

Event description:
It was reported to ventec that the ventilator was ¿not blowing very hard¿ (i.e. Low ventilation output). The dme who reported the event advised that a respiratory therapist (rt) had performed some troubleshooting and observed that the internal bacterial filter was ¿black¿. The dme advised ventec that the patient was admitted to the hospital and placed on a hospital ventilator for support. There were no reports of patient harm as a result of the reported issue. Ventec reached out to the initial reporter and asked if the patient was hospitalized because of the low ventilation output, and/or what was the reason for the patient being admitted? The initial reporter responded, stating that ¿the patient was hospitalized for a copd exacerbation caused by smoking cigarettes."

Manufacturer narrative:
H6: the initial reporter provided ventec with a photograph of the internal bacterial filter which showed that it was black due to contamination. The device was then returned to ventec for evaluation. The device was evaluated by ventec where the reported issue of lower-than-expected ventilation output was confirmed. Ventec performed an internal evaluation of the device and observed that the blower fins were black with debris when they should have been white and clean and the low-pressure path was contaminated, which hindered the output of the device. Ventec replaced the blower, couplers, inlet accumulator, tubes and the internal bacterial filter to resolve the reported issue. Proper device operation was then confirmed through functional and performance testing. The vocsn clinical and technical manual advises the following [p. 20]: "place vocsn in a well-ventilated area, ensuring air flows freely around its inlets and vents. Warning: incorrect placement of vocsn may affect device performance. Do not cover vocsn, place it in an area in which the vents may become obstructed (such as on its back or on top of compliant bedding), or use it in hazardous environments (such as atmospheres containing pollutants). Note: vocsn emits heat and gas, including nitrogen, during normal operation. Use vocsn in a well-ventilated area. When used in a home environment, vocsn should be kept away from concentrations of lint, dust, pet dander, and pests. Small particles and/or pests can clog vocsn filters over time and become lodged inside vocsn. Clean the air and fan filters regularly to prevent clogging, and move vocsn to a new location if large volumes of particulate are pulled into the filters. Place vocsn somewhere it will not be easily accessible by children or pets, such as on a roll stand." [P. 170] "note: it may be necessary to replace the internal bacterial filter more often in some environments, such as those with cigarette smoke. Vocsn may fail its pre-use test if the internal bacterial filter becomes heavily contaminated." The investigation determined that the cause of the reported issue was user error, due to contamination which was caused by the user smoking cigarettes.